Event description:
It was reported by the customer's wife that their insulin pump had been damaged and upon inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 1100 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer is currently in a coma. Customer's wife stated display screen is dark and advised to discontinue use. Nothing further reported.

Manufacturer narrative:
Device had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked case near display window corners and dented display window noted during visual inspection. Cracked and bleeding display window noted. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to display anomaly.